Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: extension. Product ID: 3998, lot# lb7835, implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for multiple back operations, postlaminectomy pain, failed back syndrome ¿ other, failed back surgery syndrome, and spinal pain. It was reported that the patient was not getting leg coverage. A healthcare professional checked impedance and stated that it was off, but the rep didn¿t have the details. The rep was going to meet with the patient the week after (B)(6) 2016 to check the implant to confirm. The issue began in 2016, a couple months prior to (B)(6) 2016. The rep knew about the issue the week before, but didn¿t know the patient¿s name until (B)(6) 2016. Additional information was received from the rep. It was reported that the patient had called reporting this issue and was seen in a physician¿s office where the device was interrogated and was found to have some impedance values out of range. The patient was then seen at another physician¿s office where the rep ran impedance and found that the left side was high with no relief in reprogramming. The patient was scheduled for replacement of the lead/extension on (B)(6) 2016. The device was so scarred in that it had to be cut and cauterized to be removed. The device was thrown away because it was damaged in removing it. The patient was then implanted with a new lead and generator (as the generator was close to end of life) and impedance was checked and was in the normal range. The patient had bilateral coverage with pain relief after the surgery.

Manufacturer narrative:
Analysis of the lead ((B)(4)) found the stim lead body conductor broken and anchor site unknown. Analysis of the extensions ((B)(4) <(>&<)> unknown) found no anomalies. Analysis of the adapter (unknown) found the stim adapter proximal end conductor short between circuits, dry conditions. Product analysis #224645510:analysis information -- 2017-05-12 13:53:51 cst pli# 20 product ID# 37701 the returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the distal end of the returned adaptor. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the distal end of the returned adaptor and good stable output was observed on all electrode pairs. The ins output was tested through the returned adaptor and extension. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested through the returned adaptor and extension. Good stable output was observed on all electrode pairs. The ins output was tested through the returned adaptor, extension, and cut lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested through the returned adaptor, extension, and cut lead. Good stable output was observed on all electrode pairs. The ins output was tested at the distal end of the returned adaptor and no output was observed on all electrode pairs. The ins output was tested through the returned adaptor and extension. No output was observed on all electrode pairs. The ins output was tested through the returned adaptor, extension, and cut lead. No output was observed on all electrode pairs. Other applicable components are: product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: extension. Product ID: 74002, serial# unknown, product type: adapter. Product ID: neu_siliconeanchor, serial# unknown, product type: accessory. Product ID: 3998, lot# lb7835, implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: lead. Product ID: 3550-29, serial# unknown, product type: accessory.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID :748951, serial# (B)(4), implanted: (B)(6)2003, explanted: (B)(6)2016, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6)2003, explanted: (B)(6)2016, product type: extension. Product ID: 74002 lot# serial# unknown, product type: adapter. Product ID :neu_sili,coneanchor, lot# serial# unknown, product type: accessory. Product ID: neu_siliconeanchor, lot# serial# unknown, product type: accessory. Product ID: 3998, lot# lb7835, implanted: (B)(6)2003, explanted: (B)(6)2016, product type: lead. Product ID: 3550-29, lot# serial# unknown, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: extension. Product ID: 74002, product type: adapter. Product ID: neu_siliconeanchor, product type: accessory. Product ID: 3998, lot# lb7835, implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: lead. Product ID: 3550-29, product type: accessory.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the account asked for the manufacturer's representative (rep) to dispose of. No known information was given on the devices. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.